Event description:
The customer received a questionable testosterone result for one patient sample. The initial result was 3.04 ng/dl. The first repeat result after the sample was filtered from the original tube was 4.21 ng/dl and was reported outside the laboratory. The doctor called the laboratory on (B)(6) 2012 and requested the sample be repeated. The repeat result on (B)(6) 2012 after the sample was filtered and poured into a sample cup was 582.8 ng/dl. The repeat result on (B)(6) 2012 from the original tube was 555.2 ng/dl. The result of 582.8 ng/dl was considered to be correct and a corrected report was issued. There were no adverse events for the patient. The testosterone reagent lot number was 16677702 with an expiration date of 11/30/2012. The field service representative determined there was a clog in the sipper tubing and removed it. He verified the analyzer operation by running performance testing which passed within specifications. The customer successfully calibrated the system.